Event description:
It was reported that using a radial artery access approach the index procedure was performed on (B)(6) 2013 for stable angina and after predilatation the 3.5 x 15 mm xience prime was implanted at 24 atmosphere (atm) at the non-heavily tortuous, non-heavily calcified, 99% stenosed, de novo, mid circumflex (cx) artery. Post-dilatation was performed. A second 2.5 x 15 mm xience prime stent was implanted at the mid right coronary artery (rca). There was no reported adverse patient effect. On (B)(6) 2013 stable angina occurred. Target lesion revascularization was performed with an unspecified balloon dilatation catheter (bdc) to the 99% restenosed lesion at the mid lcx. The stable angina was resolved (B)(6) 2013. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and restenosis are known observed and potential adverse patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.